Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. When the depression of the button was attempted, the button was difficult to depress but was able to be depressed fully. There was no reported patient injury. There was no difficulty connecting the exoseal vcd to the non-cordis sheath, and no resistance or friction was felt during advancement. The sheath was not kinked or bent. The sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. The exoseal vcd was not securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and the non-cordis sheath were retracted together until the pulsatile flow significantly slowed or stopped. The exoseal vcd and sheath were retracted until the indicator window changed to solid black. During retraction, the physician did not place the thumb on the plug deployment button, and red color was observed in the indicator window. The deployment button was fully pressed and not deployed outside the patient's body. A retrograde approach was used. There were no visible signs of device or packaging damage prior to use. The operator had been trained on the device, which was used during an interventional procedure. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery, including insertion angle and vessel diameter, was confirmed via angiography. No calcium, plaque, stent, or stenosis over 50% was noted at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days before this procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. When the depression of the button was attempted, the button was difficult to depress but was able to be depressed fully. There was no reported patient injury. There was no difficulty connecting the exoseal vcd to the non-cordis sheath, and no resistance or friction was felt during advancement. The sheath was not kinked or bent. The sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. The exoseal vcd was not securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and the non-cordis sheath were retracted together until the pulsatile flow significantly slowed or stopped. The exoseal vcd and sheath were retracted until the indicator window changed to solid black. During retraction, the physician did not place the thumb on the plug deployment button, and red color was observed in the indicator window. The deployment button was fully pressed and not deployed outside the patient's body. A retrograde approach was used. There were no visible signs of device or packaging damage prior to use. The operator had been trained on the device, which was used during an interventional procedure. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery, including insertion angle and vessel diameter, was confirmed via angiography. No calcium, plaque, stent, or stenosis over 50% was noted at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days before this procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. Due to the condition in which the device was received, the deployment lever was successfully fully depressed, resulting in plug deployment. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A dimensional analysis of the delivery shaft inner diameter was deemed not required, as the functional test was successfully completed and no failure was observed. Consequently, there was no indication to perform verification of the inner diameter measurement. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18441152 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿deployment lever (button) actuation difficulty¿, were not observed through analysis of the device returned as the deployment lever was able to be fully depressed and the plug fully deployed with no issues noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine exactly what factors may have contributed to the reported deployment difficulty of the plug since the device was received in a condition that does not match the event description provided. User-related factors (user error) may have likely been a contributing factor to the reported event as the deployment lever was received partially depressed and the plug partially deployed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. When the depression of the button was attempted, the button was difficult to depress but was able to be depressed fully. There was no reported patient injury. There was no difficulty connecting the exoseal vcd to the non-cordis sheath, and no resistance or friction was felt during advancement. The sheath was not kinked or bent. The sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. The exoseal vcd was not securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and the non-cordis sheath were retracted together until the pulsatile flow significantly slowed or stopped. The exoseal vcd and sheath were retracted until the indicator window changed to solid black. During retraction, the physician did not place the thumb on the plug deployment button, and red color was observed in the indicator window. The deployment button was fully pressed and not deployed outside the patient's body. A retrograde approach was used. There were no visible signs of device or packaging damage prior to use. The operator had been trained on the device, which was used during an interventional procedure. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery, including insertion angle and vessel diameter, was confirmed via angiography. No calcium, plaque, stent, or stenosis over 50% was noted at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days before this procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18441152 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿deployment lever (button) actuation difficulty¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.